Event description:
The instrument stopped its operation after the few minutes use. After that, it did not work even turned the power switch on. Reset alarm happened. An alarm rang. On patient at the time of the event. No patient harm.